Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nurse was unable to access the patient list, customer stated that only one user was impacted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access to patient list. A technical support specialist dialed in to the server and logged in to pes. Navigated through device settings and confirmed the device area was g1-overflow. Reviewed user account settings and found the assigned areas did not include g1-overflow. Emailed the customer to reach out to their supervisor for area assignment. Customer later confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.